Event description:
A patient felt an "electric current" and a "slight tingle" after contact of a handpiece with the patient's tooth during a root canal procedure. There was no report of patient injury.